Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the belt was unable to communicate with a monitor. The electrode belt receptacle had bent pulse pins in the trunk cable and the j702 component was damaged on the pca board. The belt unable to complete incoming functional testing. The root cause for the bent pins and damaged j702 could not be positively identified. No adverse event resulted from the damaged belt.